Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced constant itching at the scrotum due to an infection. The patient states that he has been treated only with over-the-counter medications. In addition, the patient states that the device is not performing as expected as he cannot fully inflate the cylinders, and the tubing of the device is too long for his anatomy. The device remains implanted, and a revision appointment has been scheduled.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced constant itching at the scrotum due to an infection. The patient states that he has been treated only with over-the-counter medications. In addition, the patient states that the device is not performing as expected as he cannot fully inflate the cylinders, and the tubing of the device is too long for his anatomy. The device remains implanted, and a revision appointment has been scheduled.